Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutting tool was not working and there is no intermittent tone. It failed to deliver energy. The power setting on the hemopro power supply was set at 3. They tried with wet saline test still there is no spoke while activating the jaw. No attempts to change out the hemopro power supply and/or the adaptor cable and/or extension cable. The product was not used for the patient so they completed the procedure with the new one. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The lot # 25161890 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.